Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner.

Event description:
A mechanical mitral valvewas implanted on (B)(6) 2015. On (B)(6) 2015, this valve was explanted due to an unknown reason and replaced with another m7-016 ((B)(4)).

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to follow up with this customer, but received confirmation that no further information would be obtained. Since the events surrounding the explant are undetermined and the device was not returned, the root cause of this event cannot be determined. However, according to the analyses performed, no manufacturing failures were identified. If further information becomes available at a later date, appropriate investigation actions will be taken.